Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported after several unsuccessful attempts were made to re-calibrate the stylus, the stylus was replaced but was still unable to calibrate. The programmer will not hold the pen calibration, the user was unable to use the programmer. The programmer was return for repair. There was no patient involvement.

Manufacturer narrative:
Product analysis: the analysis was able to confirm the customers comment unable to re-calibrate the stylus. The hard drive was reconfigured, reloaded, and the software was updated. All found defective parts were replaced and all issues were resolved. Programmer passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.